Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 (air has been detected in the setup) message that appeared on the display of the home patient's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Per initial report, the home patient may have connected their transfer set to the patient line of the homechoice set after the initial drain cycle had begun. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was indicated at the time of the initial report.